Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 5/30/2018. Medical records reviewed for MDR reportability. Patient's left attune total knee replacement was revised to address pain and tibial tray implant loosening. Following the revision surgery, revising surgeon discovered on revision post-operative x-rays that an intraoperative lateral proximal tibia cortex perforating fracture had occurred, caused by the revision tibial stem. There was no product or lot code information provided for the depuy revision components. Cement manufacturer is unknown. The initial left knee revision surgery is addressed in (B)(4). Doi: (B)(6) 2017; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.